Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced return of symptoms following a recent fall. Diagnostics revealed impedances. It was also reported that the extensions were fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.